Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. In addition, it was reported that the customer consumed cashews and did not enter the correct amount of carbohydrates when delivering a bolus. The customer's blood glucose level was 555 mg/dl. Customer delivered a manual injection and changed pump supplies. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.